Event description:
The device was not used during a procedure (the incident happened during a lab demonstration). On the second firing two rows of staples would not staple the tissue. There was no patient consequence.

Manufacturer narrative:
Broekn towers, wedge band bypass. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973528. Visual inspections & results: batch number, j00m3f; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, n/a; condition of clamping mechanism, n/a; condition of firing mechanism, n/a; condition of knife, n/a; condition of wedge bands, n/a; is hyper lockout condition present, n/a and result of attempted firing, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that cartridge was returned with broken towers, which indicates wedge band bypass. No testing could be performed due to condition of cartridge returned. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuously improve co's products.